Manufacturer narrative:
Product analysis: visual inspection confirmed the hex head has been stripped out and the threads of the self tap screw have been damaged. Optical inspection confirmed thread crest flank damage throughout the screw threads. Dimensional inspection of the major and minor points of the screw were measured and made to print. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a surgery due to cervical degeneration. Intra-op, the thread of the screw got worn. The product came in contact with the patient. There were no patient symptoms or complications as a result of this event.